Event description:
The patient reported that the up arrow and the contrast keypad button was unresponsive a week and half ago. The patient also stated that he wears the pump in his pocket and does not clean the pump.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the up arrow and back light buttons were found to be intermittently responding to presses. The backlight button has no effect on insulin delivery function. The keypad was removed and corrosion was observed under the button contacts.